Event description:
It was reported that the insulin pump alarmed button error. Customer was not able to clear the alarm but minutes after she was able to clear it however, the buttons were unresponsive. Customer's blood glucose was 6.2mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted during testing. No unexpected numbers ramping and or scrolling were noted. The device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and a missing end cap sticker.